Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the surgeon said a hematoma formed and was the cause for the leg weakness. The surgeon removed the paddle lead and said the leg weakness had improved. The surgeon said the patients weakness has improved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c290 serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(6), ubd: 26-may-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call at 11pm on (B)(6) 2024, the patient reported to emergency room for leg weakness. The medical doctor (md) took the patient to surgery for exploration and found a hematoma. The medical doctor cut the lead and removed the paddle from spine but left the ins in the pocket with lead tails connected. The md plans to monitor the patient's status and determine if hematoma resolves. They expect to re-implant the patient with a lead and connect it to the existing battery if the hematoma does resolve. The md reported that the patient was showing signs of improvement. Troubleshooting was not required. The issue was not resolved through troubleshooting.